Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an infection occurred. It was further reported that the patient developed endocarditis from vegetative growth on the leads. The device and leads were removed. No further patient complications have been reported as a result of this event.